Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the texium closed male luer was used on a non carefusion secondary set for chemo administration and the user noticed a leak between the noncarefusion set and the texium during the IV infusion. No harm to patient reported.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The customer complaint of leak between the non-carefusion set and the texium during the IV infusion was confirmed per picture received from the customer. A drop of fluid was observed from texium male luer and the non-carefusion adapter per pictures. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.